Manufacturer narrative:
The complaint catheter was returned in two pieces: the proximal section of the microsonic device (msd) which measured 103.7 cm from the hub to the end of the shaft and a broken distal segment measuring 11.4 cm in length. A tool mark was seen at 44.2 cm and a kink in the treatment zone was observed at 8.2 cm from the proximal end of the separated piece. Review of the device history record confirmed that the product was manufactured per standard processes and met all acceptance criteria. There have been no other reported complaints from msds of the same lot. No patient harm was reported. No definitive root cause could be identified. The IFU warns the user to not advance if resistance is met. Excessive force against resistance may result in damage to the device or vasculature. User error was not confirmed but could not be ruled out as a contributing factor to the msd fracture.

Event description:
On (B)(6) 2020, the hospital reported that during a pulmonary embolism (pe), when advancing, case the ultrasonic core broke at the hub of the catheter. The catheter was inside the patient. Another device was used to finish the procedure. The customer did not report any patient complications.